Event description:
I received my first stryker orthopaedics solar shoulder implant in 2004, with my second implant a few months later. After the normal recovery time, physical therapy I was still in a lot of shoulder pain. My range of motion for my shoulders for the most part is 90% plus. I have returned to dr. M.d. Who after my exam referred me to pain management dr. After several months of treatment with second dr. The pain has continued to increase and so has my medications for the pain. As of today my pain is getting worst. I have seen 2 other doctors in for a cause of the pain and "no" one has been able to come up with any answers. These doctor's did many x-rays and blood test to find no answers to the cause of the pain. A bone scan was also done at some time. The implants hurt even worst with air conditioning and cold weather. But the pain is not the same all the time sometimes one shoulder will hurt more then the other. It may be the right side for 2 days then the left for one and so forth.